Manufacturer narrative:
The received information and log files of the affected device have been analyzed in the course of investigation. It could be assessed that the device had detected a deviation within the pcb sensor. Ventilation was stopped and the device alarmed for "paw measurement inop" visually and acoustically as specified for this kind of failure. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use.

Event description:
It was reported that the system generated an alarm and stopped to ventilate. No patient consequences reported.